Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, foreign material in channels, bending defects/angulation malfunction, air/water leakage from the instrument/suction channel, missing ultrasound echo signal due to piezoelectric elements damaged in the ultrasound probe, and probe unit pink rubber cut. The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope had an axiant stent deploy through the end of the insertion tube and got deployed inside the scope and could not be removed. The event occurred during an unknown therapeutic procedure. Upon inspection and testing of the customer returned device, scope probe unit pink rubber cut, and foreign debris was found inside the bioposy channel of the scope. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of the damaged probe unit likely occurred due to stress and/or handling the device. The cause of the foreign debris inside the biopsy channel likely occurred from an air leak in the forceps channel which caused the device not to be reprocessed properly. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is been submitted to provide additional information from the customer. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from customer that the event occurred during an axios stent placement for a pseudocysts procedure. It was reported that the procedure was rescheduled and there were no reports of patient harm associated with this event.